Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in a calcified and moderately tortuous distal left anterior descending (lad) artery. The lesion was predilated with a 2.5mm balloon. The physician then inserted a taxus express2 2.5x24mm drug eluting stent, but was unable to advance the stent delivery system (sds) past the extremely calcified proximal lad. The physician predilated the proximal lad however, the sds was still unable to be advanced to the target lesion. After the physician made several attempts to advance the sds, it was noted that the proximal edge of the stent was damaged. The procedure was completed with a different device. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. Initial visual examination noted the presence of stent damage. One proximal stent strut was mis-aligned. No issues were noted with the distal section of the stent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. No additional product analysis or external evaluations were performed. A review of the shop floor paperwork found that the device met material, assembly and product specifications. The root cause of the complaint incident can be attributed to handling damage.